Manufacturer narrative:
The urisys device with the serial number (B)(4) was received. There were no noticeable defects to be seen. The retention material of lot 233 488 00 was tested on the customer device and an investigation unit urisys 1100 device. There were no false negative results observed. The measurements on the customer device and the investigation unit device are comparable.

Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that the urisys 1100 produced negative results for leukocytes and erythrocytes, while a visual read of the test strip showed values of 500 leukocytes/microliter and 250 erythrocytes/microliter respectively. No adverse event was reported. The manufacturer requested the return of the suspect product for evaluation.